Event description:
The manufacturer became aware that a user of the dreamstation auto CPAP alleging severely ill. The patient also stated that the device has noise issue and low-pressure issue. Patient was "discouraged with it." There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on december 29, 2020, and h11 should be reported as the manufacturer became aware that a user of the dream station auto CPAP alleging severely ill. The patient also stated that the device has noise issue and low-pressure issue. Patient was "discouraged with it. There was no report of serious patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Evaluation method code grid, evaluation results code grid, component and conclusion code grid was updated.